Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, a loss of connection occurred. No additional event information is available. A data investigation will not be performed as signal loss up to one hour is within specification. Loss of connection could not be determined. A root cause analysis will not be performed.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and passed. A voltage test was performed, and it passed. A pairing test was performed, and it passed. A data investigation will not be performed as signal loss up to one hour is within specification. Loss of connection could not be determined. A root cause analysis will not be performed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. The product was evaluated. The device was visually inspected and passed. A voltage test was performed, and it passed. A pairing test was performed, and it passed. The log was downloaded, and it passed. The allegation was not confirmed. The root cause could not be determined. No injury or medical intervention was reported.